Event description:
A surgeon reported poor cutting performance with knives. Additional information was received from the company sales representative that was present in the operating room at the time of the reported event. He indicated that the surgeon had used force to make the incisions in some cases. The surgeon felt there was a risk of piercing the cornea too quickly. In some situations, a stand-alone knife was used as a back up. There was no patient harm reported.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company's acceptance criteria. The root cause for the dull knife experienced by the customer cannot be determined. (B)(4).